Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device exhibited a battery failure. Available details indicate that the device was repaired by a third-party and the device was confirmed to be operational after repairs were completed. However, no further details as to the repair were provided. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, there is insufficient information to confirm the cause of the reported problem or the root cause. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillatorr exhibited a battery failure. There was no reported patient involvement.